Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because a lot number was not provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they found air past the filter. They stated that the filter seemed to be accumulating air and that the air could then be seen in the downstream tubing. Mmdg did follow up with the initial reporter to try and obtain additional information. There was no harm to the patient reported due to the complaint. No other information was provided. (B)(4).